Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a knotted catheter is confirmed but the exact cause remains unknown. One photo sample of a powerpicc catheter was provided for evaluation. The distal end of the catheter is shown outside of human use. The catheter appears to extend up to the 42 cm depth marker. A tight knot is visible at the 41 cm depth marker. Blood residue is visible on the plastic bag in the background. Based on the photo sample provided, possible contributing factors include repeated advancement and retraction of the catheter against resistance leading to a knot formation. The exact cause or factors leading to the formation of the knot remain unknown; therefore, the complaint is confirmed, cause unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by health professional "if you examine the PICC tip you can see the knot the other the wire was some how bound up in the catheter and when I went to removed it stretch the catheter so tight it almost tore the lumen open - actually lost color in the catheter it stretched so far. So I grabbed it and moved the wire and catheter both from the patient."